Event description:
While performing routine operation on a dimension rxl max with hm instrument, cuvette liquid accidentally splashed in the operator's eye. The operator immediately washed her eye using a laboratory eyewash. There was no medical treatment reported. There are no known reports of patient intervention or adverse health consequences due to the operator being splashed in the eye with cuvette liquid.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and determined that the cuvettes were not properly sealed. The cse replaced the heat torch, which is responsible for sealing the cuvette film. The cause of the improperly sealed cuvettes is due to a heat torch malfunction. The cause of cuvette liquid splashing into the operator's eye is user error. The operator was not wearing eye protection during instrument operation. The siemens dimension rxl max with hm operator's guide warns the operator to wear protective clothing, gloves, and safety glasses during routine operation of the instrument. The instrument is performing within specifications. Further evaluation of the device is not required.